Manufacturer narrative:
Literature citation: arrayo da, et.al, multianalysis with optical coherence tomography and vasomotion in everolimus-elung stents and everolimus-eluting biovascular scaffolds: the moves trail. Open heart 2018;5:e000624. Doi:0.1136/openhrt-2017-000624. Device is combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same article as MDR# 2134265-2018-02402. It was reported via journal article that vasoconstriction occurred. The aim of this single center non-randomized trial was to compare endothelium-dependent vasomotor function and vascular healing 15 month after implantation of two new-generation drug-eluting stents and biovascular scaffolds (bvs). Patients were enrolled between july 2014 and february 2015. All patients presented with de novo coronary artery disease, 12-16 months prior to the study. Ten patients presented with 75% stenosis (+/-17). Three patients had target lesions located in the left circumflex artery, four patients in the left anterior descending artery, and three patients in the right coronary artery. The patients were implanted with a synergy drug eluting stent (bp-ees), a promus element drug eluting stent (pp-ees), or a non-bsc biovascular scaffold (bvs). A total of 28 patients previously treated with a synergy stent, a promus element stent, or a non-bsc biovascular scaffold (bvs) underwent control coronary angiography, 15 months (+/- 2 months) after implantation, coupled with optical coherence tomography (oct) imaging and supine bicycle exercise. Intracoronary nitroglycerin was administered after exercise testing. Coronary vasomotor response was assessed using quantitative coronary angiography at rest, during supine bicycle exercise and after nitroglycerin. The primary end point was the percent change in mean lumen diameter compared with baseline. Secondary end points were strut coverage and apposition. There were no significant differences in vasomotor responses between the three treatment groups except for vasodilation of the distal persistent segment in bvs treated patients. This was reflected by an increase in mean lumen diameter compared with bp-ees treated or pp-ees treated patients who showed vasoconstriction. In conclusion the bvs and synergy stents have a reassuring vasomotion profile, suggesting minimal endothelial dysfunction 15 months after implantation.